Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 225 mg/dl at the time of the incident. Approximate size of air bubbles was 2 marks on reservoir. During troubleshooting, the customer stored insulin was at room temperature. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. Air bubbles were not removed successfully. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill reservoir test using a new lab transfer guard. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. (B)(4).